Event description:
This complaint is regarding the malem bedwetting alarm (1 tone) which I am attempting to use for the first time. I followed the instructions and put in batteries. Then I lifted the sensor lever and inserted the sensor inside the alarm but as soon as I do that, the alarm makes a strange sound like something is stuck and within a few mins, the alarm gets hot. Also, there is a bad smell of burning from the alarm. I gave it 20 mins and the alarm was hot. I could have burned my hand. I then removed the batteries and replaced them, but same thing happened. How can this device be safely used if it is getting so hot. It's unsafe for my (B)(6) year old daughter. FDA safety report ID# (B)(4).